Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the therapy was ongoing until the time of death. The patient expired prior to receiving the assigned homechoice cycler. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.